Manufacturer narrative:
(B)(4). Additional information provided in device available for eval?, device evaluated by MFR? And evaluation codes. (B)(4). The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed with naked eye and no issues were noted. Functional testing was performed to verify proper operation, and all testing was acceptable. All electrical tests performed passed. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that the jolt was received in the hand. They stated that the device was not plugged into a grounded outlet and they were using a cheater adapter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine would shock the user when inserting the cassette and turning off the device. The device generated a weak electric current with a cassette was inserted or a screw was touched. There was no patient injury or medical intervention associated with this event. No additional information is available.